Manufacturer narrative:
The right ventricular (rv) lead was deactivated and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited no pacing and no sensing due to dislodgement. The dislodgement was suspected to be a result of twiddler's syndrome. The lead was deactivated and a revision procedure may be performed in the near future. No additional adverse patient effects reported.